Event description:
It was reported by the rep that the one lcsc5 was used during a lap chole procedure. It was reported that during the procedure, the harmonic scalpel went to a solid tone and would not work. The case was completed with an add'l lcsb5 to finish the case. There was no pt consequence.